Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd his scs system, including an ipg and two percutaneous leads, on (B)(6) 2010. It was reported that the pt did not have stimulation. A button on the pt programmer had malfunctioned. A replacement programmer was sent to the pt. No further info is available at this time. This report is being submitted as a precautionary measure as similar alleged events have resulted in explant of the ipg.